Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent ongoing occlusion alarms occurred. Reportedly, the customer changed pump supplies to address the issue and resumed insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer will continue to use the pump for continued insulin therapy.